Event description:
It was reported that a malfunction occurred during the process of updating the pump on the tandem device updater. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact on the customer's levels. Customer reverted to using to multiple daily injections (mdi) as a backup therapy.